Event description:
Additional information received reported the device was explanted.

Event description:
It was reported without reason the patient¿s stimulator turned off the week prior to this report and it was not possible to connect the patient¿s stimulator and recharger anymore. It was noted after implant recharging was working fine. The patient experienced no pain relief in her lower back because she did not have stimulation. A ¿reset¿ was tried 6 times but after 60 minutes it was still not possible to connect. The recharger was changed and a reset was tried again but after 60 minutes the connection was still impossible. A CT was performed which showed the stimulator was still in place. It was noted surgical intervention was required but no additional information about the intervention was provided. Additional information received reported the cause was not determined. The patient¿s physician had confirmed the patient¿s implantable neurostimulator (ins) was not flipped inside the body. The manufacturer representative could not confirm the ins was not implanted too deep but it was noted the ins could be felt and seen ¿very good¿ and recharging worked fine directly after implantation. The patient was still not getting therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed no anomaly. The ins was received with the batter discharged. A normal recharge session was performed and the ins recharged normally. It was noted good coupling, 8 bars, was observed throughout the recharge session. Analysis of the plug revealed no anomaly.